Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac . The complaint of gage not working was not confirmed during testing. With gas supplied to the input, the amount that is delivered to the test lung consistently registers on the manometer gauge. This in turn matches the results on the calibrated test gauge. Battery was found to be missing. No fault could be found. Action on device included in maintenance : replaced missing battery. Reset patient pressure cycling led. Adjusted peep control valve. Performed pm, calibrated unit, cleaned and affixed service label.

Event description:
It was reported that a smiths medical vemtilaror had a gage that was not working. No adverse patient effects were reported.